Event description:
It was reported during a coil embolization procedure, the physician attempted to reposition the coil and upon withdrawal, the coil prematurely detached inside the microcatheter. The procedure was successfully completed with the use of another similar device. No further info was provided.